Event description:
It was reported that using an unspecified artery access approach during a procedure of the heavily calcified, mildly tortuous, proximal circumflex artery the 2.5 x 18 mm xience pro stent delivery system (sds) did not cross the lesion. It was noted that resistance was met due to the anatomy and excessive force was used and the shaft of the sds separated proximal into 2 parts. Both parts were easily removed and nothing remained in the anatomy. The lesion was treated with a non-abbott device without reported issue. A good result was achieved. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. The device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience pro everolimus eluting coronary stent system instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.